Event description:
It was reported lcsc5 was used during a laparoscopic cholecystectomy. It was reported by the rep the device broke inside the patient and the tissue pad had to be extracted. The jaws would not close and the device would not extract through a 5mm trocar. The operating room time was extended 5-8 minutes.